Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to peri-prosthetic fracture. Revision njr number: (B)(4), side: l, primary asa: p2 - mild disease not incapacitating, mhra reference no: (B)(4).

Manufacturer narrative:
Updated lot number.